Manufacturer narrative:
On 23-sept-2021, the suspected medical devices were returned for evaluation. On 28-sept-2021, the investigations on the suspected medical devices were completed. Two devices with the same lot number were returned and were not differentiated for left and right. Therefore, product evaluation was performed on both devices. Investigation summary(device 1): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation summary(device 2): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture date of explantation: (B)(6) 2021 . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2021 to (B)(6) 2021. The relevant field has been updated. On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and replacement devices. The baker grade of the capsular contracture is grade IV. The patient also experienced right-sided ptosis. The patient had a consultation on (B)(6) 2021, and the diagnosis was confirmed. The replacement devices are two mentor memorygel breast implant prostheses (right catalog #: 3504751bc, right serial #: (B)(6) left catalog #: 3504001bc, left serial #: (B)(6) manufacturer's reference number: (B)(4).